Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient stated he was playing football when he noticed some erratic cgm values on his dexcom. He reported that the cgm would read 60 mg/dl and then 200 mg/dl. The patient was not experiencing any symptoms. However, the police at the football game called for an ambulance. Once emergency medical services (ems) arrived, the patient cannot recall if he was treated with anything, however, he was transported to the emergency room (ER). At the ER, the patient was given unspecified IV fluids. The patient stated bg/cgm values were compared however, he does not recall any of the values. The patient was discharged home after several hours. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and no damage was found however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The customer complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).